Manufacturer narrative:
The investigation of the reported failure mode has been completed. Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench are represented with negative values due to the crc error. S device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The console operated as designed. Root cause: the root cause of the ¿controller error and optical signal issue was due to a firmware issue (optical bench fw anomaly). Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The automated impella controller (aic) experienced a controller error. The clinical team was advised to ensure that the cable was fully seated in the aic. The alarm resolved immediately after the cable was assessed. The aic console was not replaced and support continued. No patient harm was reported due to the issue.